Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full; difficulty breathing and drain pain during drain 4 of 5. The patient was connected to the homechoice device at the time of the events. According to the reporter, a manual drain was performed. It was reported that pd therapy was discontinued with a total uf of 913 ml. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. The reporter stated the symptoms were resolved. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.